Event description:
A nurse reported that during an intraocular lens implantation procedure the surgeon felt an increased resistance in the inserter and opted to dispose of this lens and implanted a different company lens of the same type and power instead. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).